Event description:
It was reported the patient experienced a loss of therapeutic effect and shocking when the stimulator was on or off. The shocking sensation was felt when reaching for something and while bending down. In both instances the device was turned off. It was noted to occur when reaching into the freezer or refrigerator and when near magnets. The sensation could be resolved by turning the ins off. The patient has had the therapy turned off for over a year. The patient would like to have the device explanted. The device also "sticks up" and the patient "has to lay on it" and hit it when waling around objects such as chairs. Additional information has been requested.